Event description:
It was reported that during a device change out due to eri, insulation anomaly was observed. Lead measurements prior to surgery were all within range. The lead was capped and replaced. Patient was stable after the event.

Manufacturer narrative:
Evaluation description: a partial lead with the connector pins measuring 11.4cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.